Event description:
Boston scientific received information that this patient complained of noise and the device triggering elective replacement indicator (eri). During a follow up interrogation of this device a short circuit warning message was displayed on the programmer. In addition the charge times were extended, and an error code was also displayed. A replacement procedure has been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be update.

Manufacturer narrative:
Additional information received noted that it was not possible to interrogate the device and that the device had triggered end of life (eol) due to extended charge times. A revision procedure took place. After connecting the right ventricular lead to the new device, f141, out of range shocking impedances were noted. Upon attempting to reposition the right ventricular lead the insulation was breaking away from the inner wires. The lead was partially cut. A new device, f140, and new right ventricular lead were implanted, and normal measurements were noted. The device f051 and f141 as well as the right ventricular lead will be returned for analysis. Upon return and analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection of the device noted there were no arc marks on the device case, and x-ray inspection noted that the plasma fuse was intact. Detailed analytics was conducted and a .1 joule shock into an open lead condition in both initial and reverse polarity showed fault code charge timeout, indicating a problem with the charging/output circuitry. The som (super output module) was tested which was found to be within normal condition. Further the device battery was connected to an external power source and tested, the device battery operated normally and within specification. Laboratory analysis could not determine the root cause of the charge timeouts that caused the fault code and early declaration of eol battery status.